Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of the humerus on (B)(6) 2015. The surgeon implanted a plate and a screw. While drilling to place another screw, the drill bit snapped off inside the bone. The surgeon removed the plate and drilled around the fragment attempting to remove the drill bit. The attempt was not successful; the drill bit fragment could not be removed and was retained in the bone. There was a surgical delay of ten (10) minutes noted. The patient outcome was reported as good. This report is 1 of 1 for com-(B)(4).